Event description:
Medtronic received information that during the implant of the annuloplasty ring, the physician sutured the ring into place and realized the size was not sufficient and explanted the ring and replaced it was another size ring. No adverse patient effects were reported.

Manufacturer narrative:
The device was discarded by the customer, therefore, no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.